Event description:
It was reported that a review of a remote transmission revealed the device exhibited post-paced t-wave oversensing. The patient presented to the clinic, and a programming change was made. The patient will be monitored. There were no adverse health consequences, the patient was stable.